Event description:
It was reported that this lead was capped due to oversensing. This lead was capped and surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.